Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received 2 sensors. Both sensors did not release the sensor after a second button push. One sensor did not have an electrode and another sensor electrode could not be seen. Customer's blood glucose was 131 mg/dl at the time of incident. Troubleshooting advised customer on calibration technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
A visual inspection was performed on three opened and used enlite sensors, found all three sensors with the cannulas retracted inside of the sensor bases; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensors opened and used.